Manufacturer narrative:
Concomitant medical products: 503458 lead, implanted: (B)(6) 1997, 419488 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an infection and the cardiac resynchronization therapy defibrillator (crt-d) system was explanted. A new cardiac resynchronization therapy pacemaker (crt-p) system was placed six weeks later. No further patient complications have been reported as a result of this event.